Event description:
The sheaths are splitting at the "10% angle" when ancillary instruments are introduced. The channel has been opened with the instruments prior to insertion into the pt, but the sheaths still split when the instruments are introduced during the procedure. No additional info is available.